Event description:
It has been reported to us that while retrieving the balloon into a 4fr introducer sheath, the balloon stripped and relocated in the foot, leaving hugh problem due to fact that the balloon stayed into leg. Leg has been amputated after open surgery. The product is not available for analysis.

Manufacturer narrative:
(B)(4). The customer has indicated that the device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. If in the future, any additional information or product sample arrives for evaluation, a follow-up medwatch report will be submitted. Device discarded- not returned for evaluation.